Event description:
Complainant alleged that during functional testing, the device displayed a red "x" indicator and beeped inappropriately. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. The device was returned to zoll medical corporation. During the investigation it was noted that the reported fault relating to the error could not be duplicated during evaluation. The error was not duplicated during the evaluation. Review of the device log does confirm error; however, this error was cleared in the zoll depot and did not reoccur after completing the fast test. The device successfully completed the d/w/m self-test, stress test, and internal inspection without any discrepancies. The battery harness was replaced to reduce the probability that error may recur. Analysis of reports of this type has not identified an increase in trend.